Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.

Event description:
It was reported that there was fluid found inside the remb sag saw during the cleaning process. There was no pt involvement, and no user injuries or adverse consequences.